Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous brachial vein. After placing a 5f non-bsc sheath, a non-bsc guidewire was crossed the lesion. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with 5x40 sterling and a non-bsc balloon catheters. There were no patient complications nor injuries reported.